Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles of over pinhead size. The patient¿s blood glucose was 400 mg/dl at the time of the incident. Customer declined to troubleshoot for their blood glucose levels. The reservoir is not expected to be returned for analysis.